Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be reinitialized. The fluoro images taken after the lockup were flickering and slightly distorted, but the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk and the generator interface pcb were replaced, and the system was tested and found to be working as intended. The system was placed back into service.